Manufacturer narrative:
The customer reported intermittent signal loss occurring on this central nurse's station (cns) in a specific area of the hospital that has been remodeled and wanted to test out the signal strengths. Technical service (ts) informed the customer that most likely that was the cause of the intermittent signal loss and that someone would probably need to go onsite to re-engineer the amplifiers etc. Ts showed the customer hoe to get theh rssi values strength. There was no patient injury repoted. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported intermittent signal loss occurring on this central nurse's station (cns) in a specific area of the hospital that has been remodeled and wanted to test out the signal strengths. There was no patient injury reported.